Event description:
Dating between 23rd september to 29th december, there were 8 patients presenting with red, irritating rashes (pin prick type rash) around the wound with some extending down limb. Wounds healing but rash (quite severe in some) taken some time to subside. The 8 cases involved 5 different surgeons and 8 were on orthopedics (knee, feet). 1 patient had the rash spread down the leg and was treated for cellulitis. The technique involved in all surgeries was glue on the incision, mepilex border dressing as secondary dressing. A few patients with further bandage on.

Manufacturer narrative:
Unknown if device caused or contributed to a serious injury. There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).